Manufacturer narrative:
Follow up information received on 17-jun-2016: legal claim was received for this patient; this report is considered legal case from this date forward. Essure was inserted on (B)(6) 2008. Shortly after undergoing the essure procedure, an hsg test was performed and the plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. As a result of plaintiff's heavy bleeding, plaintiff was required to undergo a partial hysterectomy in (B)(6) 2012 to remove her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. According to her, the device caused her to almost bleed to death and due to that reason she had to have a partial hysterectomy. This event, seen as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Thus, considering the reported event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition, the event lot of pain was reported. This case was considered an incident, since a surgical intervention was required as event's treatment. According to the product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through litigation process.

Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: mw5061780) on 19-may-2016. The most recent information was received on 27-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("it has caused me to almost bled to death/ abnormal heavy bleedingost bled, abnormal bleeding (general)"), pelvic pain ("lot of pain / increasingly severe pain, pain") and menorrhagia ("heavy menstrual bleeding/ prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undervent essure confirmation test". The patient's concurrent conditions included copd since 2012, penicillin allergy, allergic reaction to analgesics and post-traumatic stress disorder since 2000. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as amitriptyline since 2011 to (B)(6) 2011 and gabapentin since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), other injury(ies) or complication (s) please describe: vaginal hemorrhage"). On (B)(6) 2012, the patient experienced procedural pain ("following removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping),"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping"), back pain ("severe back pain") and dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). The patient was treated with oxycodone, paracetamol (tylenol), salbutamol (albuterol), surgery (partial hysterectomy and salpingectomy on (B)(6) 2012/ ablation), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation, therma choice ballon technique.). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia and procedural pain was resolving and the pelvic discomfort, nausea, headache and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. As stated about 6 coils, and right side we found 4 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("it has caused me to almost bled to death/ abnormal heavy bleedingost bled") in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2012, 4 years 7 months after insertion of essure, the patient experienced procedural pain ("following removal surgery, plaintiff suffered a painful post-operative recovery"). Dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy and salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 31-mar-2017: new reporter (lawyer), new adverse events (severe menstrual pain, severe lower abdominal pain, severe back pain, pain during intercourse, migraines, hair loss, and following removal surgery, plaintiff suffered a painful post-operative recovery), updated events (it has caused me to almost bled to death/ abnormal heavy bleeding and heavy menstrual bleeding/ prolonged menstruation), and essure treatment details (stop date and removal method). Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. According to her, the device caused her to almost bled to death and due to that reason she had to have a partial hysterectomy and salpingectomy. This event, seen as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Thus, considering the reported event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition, the event lot of pain was reported. This case was considered an incident, since device was removed via surgical intervention. According to the product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through litigation process.

Event description:
This is a spontaneous case report received on 19-may-2016 from a female consumer of unspecified age via regulatory authority (case# mw5061780) in united states. It refers to herself, who had essure (fallopian tube occlusion insert) inserted. Consumer stated she had the essure and she still has them. It has caused her to almost bled to death and due to that reason she had to have a partial hysterectomy and as of right now she is having a lot of pain still. Follow-up information received on 13-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. According to her, the device caused her to almost bleed to death and due to that reason she had to have a partial hysterectomy. This event, seen as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided. Nevertheless considering the reported event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition, the event lot of pain was reported. This case was considered an incident, since a surgical intervention was required as event's treatment. According to the product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061780) on 19-may-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("it has caused me to almost bled to death/ abnormal heavy bleedingost bled, abnormal bleeding (general)"), pelvic pain ("lot of pain / increasingly severe pain, pain") and menorrhagia ("heavy menstrual bleeding/ prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undervent essure confirmation test". The patient's concurrent conditions included copd since 2012. Concomitant products included medroxyprogesterone (depo provera) from november 2011 to march 2012 for birth control as well as amitriptyline since 2011 to february 2011 and gabapentin since october 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), other injury(ies) or complication (s) please describe: vaginal hemorrhage"). On (B)(6) 2012, the patient experienced procedural pain ("following removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping),"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping"), back pain ("severe back pain") and dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). The patient was treated with oxycodone, paracetamol (tylenol), salbutamol (albuterol), surgery (partial hysterectomy and salpingectomy on (B)(6) 2012), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation in (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia and procedural pain was resolving and the pelvic discomfort, nausea, headache and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, treatment and concomitant medications, new events vaginal haemorrhage, nausea, headache, cystitis and device monitoring procedure not performed added. Outcome for the events genital haemorrhage, vaginal haemorrhage, menorrhagia added as recovered / resolved. Outcome for the events pelvic pain, abdominal pain, abdominal pain lower and procedural pain updated to recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.